Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found an insulation abrasion at 31.3 cm to 31.8 cm from the connector pin, which exposed the outer coil.

Event description:
It was reported that during a revision procedure, the physician noted that the ventricular lead exhibited an insulation anomaly. The lead was explanted.